Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak¿.

Event description:
On (B)(6) 2017, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The final angiography revealed a distal type I endoleak from the left contralateral leg endoprosthesis (plc181000j/15618811). The physician elected to monitor the endoleak. The patient tolerated the procedure. On an unknown date, during the two year follow-up, the aneurysm shrinkage could not be confirmed. Computed tomography (CT) imaging identified a distal type I endoleak. No aneurysm enlargement was reported. The cause of the endoleak was not reported. On (B)(6) 2019, gore® excluder® aaa endoprosthesis contralateral leg components were implanted to extend the left leg distally to repair the endoleak. The left hypogastric artery was intentionally covered by the additional devices; therefore the artery was embolized prior to the device implant. The endoleak was reportedly resolved. The patient tolerated the re-intervention.